Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 189mg/dl. The caller stated that the night before she changed the infusion set, but she does not feel comfortable since her glucose level is high. Days later, it was reported that the drive support cap was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.